Event description:
It was reported that pt was not feeling stimulation. It was also reported the charging system was unable to communicate with the ipg. A replacement charging system did not resolve the issue. An x-ray confirmed proper placement of the ipg. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.